Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. He changed out the lifeband but the error message does not clear. He also changed out the autopulse li-ion battery but the issue still persists. No device malfunction was reported for the batteries. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the failure of both single point load cells. The cracked front and bottom enclosures and load cells failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in june 2017 and is over 5 years old, past its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, cracks in the front and bottom enclosures were observed. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling. The front and bottom enclosures will be replaced to address the issues. Also unrelated to the reported complaint, a sticky clutch was observed. The sticky clutch is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate will be deburred to remedy the problem. A review of the archive data showed (ua) 07 errors; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 displayed upon powering up the platform; thus, confirming the reported complaint. Both single point load cells were over-reporting and will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(4).